Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely pins inside the scope socket were corroded and b30 was displayed by moving or adjusting the connected scope. The corrosion occurred due to liquids dried incompletely in the light guide connector cable or the light source. This issue is addressed in the instructions for use (IFU): " if fluids are spilled on or into the light source, stop operation of the light source immediately and contact olympus. Do not prepare, inspect, or use the light source with wet hands."

Manufacturer narrative:
The device was evaluated by olympus. Once a scope was connected to test the device, a b30 error was generated upon moving or adjusting the scope; corrosion of the pins inside the scope socket was noted. Replacement of the scope socket was required in order to resolve the problem. The device was repaired and returned to the customer. The investigation is ongoing, and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model clv-190, evis exera iii xenon light source to olympus for repair due to a report of "light cord adapter stuck in the portal." Upon inspection and testing of the returned device, a "b30" error was generated. This report is submitted for the malfunction of "b30" error. As this was found during in-house service, there was no patient involvement.